Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for their peritonitis. The cause of the peritonitis was not reported. Treatment for the event was not reported. The action taken with dianeal therapy was not reported. It was not reported if the patient was recovering from the event. No additional information is available.